Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketones. Customer's blood glucose was over 30 mmol/l. Customer mentioned that the thread on the reservoir was not gripped to the plunger rod. Customer was unable to remove plunger rod. After troubleshooting, customer was advised to monitor the issue. Customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and the reservoirs were not occluded. Also performed manual test to reservoirs and found plungers easy to release from stopper-plungers.